Manufacturer narrative:
(B)(4). Returned device consisted of a sterling balloon catheter with no other devices. Device analysis determined the condition of the returned device was consistent with the reported information. The distal tip was damaged. Inspection under magnification revealed a pinhole balloon material 20mm from the distal edge of the proximal markerband. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-april-2015. It was reported that balloon leak occurred. A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced to dilate the target lesion. However, the balloon was leaking while being inflated at 6 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.